Event description:
Philips received a complaint on the v60 ventilator indicating that the o2 manifold was leaking. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from customer received, it was confirmed that the o2 manifold was replaced, and the device was returned to service with no issues. The customer tested the device by unplugging the wall o2 and running the device off o2 tanks to verify that no o2 was leaking from the wall o2 hose. The customer scrapped the replaced o2 manifold and stated that the device diagnostic report was unavailable. The investigation concludes that no further action is required at this time.